Event description:
Port noted to be leaking. Port removed on (B)(6) 2025. A 13-month-old old female diagnosed with infantile pre-b all developed problem with port, required admission for replacement and continuation of chemotherapy.